Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr us 4.00 x 20mm stent delivery system was returned for analysis. Visual, tactile and microscopic analysis was performed on the device. No damages were identified in hypotube shaft. The inner lumen was stretched and prolapsed 6.5cm proximal from the bumper tip of the device. The inner lumen was punctured with the outer lumen protruding just 4mm from the inner lumen damage. The outer lumen was not punctured. There was no sign of damage, stretching or lifting of the stent struts. No signs of movement, stent was set between the proximal and distal markerbands. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The distal bumper tip was flared.

Event description:
It was reported that shaft damage occurred. The patient presented with coronary artery disease and underwent percutaneous coronary intervention. A 4.00 x 20mm snergy xd drug-eluting stent was advanced for treatment. During insertion, when loading the stent onto the wire, the wire popped out where the stent balloon was attached to the shaft. The balloon was never inflated, and no visible hole was noted on the balloon. An alternate device was used to complete the procedure. No patient complications were reported.

Event description:
It was reported that shaft damage occurred. The patient presented with coronary artery disease and underwent percutaneous coronary intervention. A 4.00 x 20mm snergy xd drug-eluting stent was advanced for treatment. During insertion, when loading the stent onto the wire, the wire popped out where the stent balloon was attached to the shaft. The balloon was never inflated, and no visible hole was noted on the balloon. An alternate device was used to complete the procedure. No patient complications were reported.